Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an external neurostimulator for urge incontinence and fecal incontinence. It was reported that trial patient was unable to feel stimulation on either side even after changing from right to left and having stimulation increased up to maximum/as high as they could on both sides. Trial patient also reported symptoms worsening since the loss of stimulation. More information was received, trial patient¿s daughter reported trial patient had diarrhea. On 2018-apr-24, additional information was received from the healthcare professional reporting that the cause of the loss of stimulation and not feeling stimulation was due to the leads having moved. The were removed. No further complications were reported.